Manufacturer narrative:
Complaint no: cmplnt-(B)(4). A trend review and a batch review will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the surface of a minicap. This was observed before patient use. There was no patient involvement. No additional information is available.